Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device was discarded.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 23mm sapien 3 valve in aortic position. Approximately, one (1) year and five (5) months post procedure, patient was symptomatic with nyha iii-IV and the 23mm sapien 3 valve was explanted due to increased gradients. The valve was stenotic and had leaflet thickening. A 21mm edwards surgical valve was successfully implanted. The patient outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve leaflet thickened and stenosis were unable to be confirmed due to unavailability of medical record/applicable imagery. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''it was a case of an implant of a 23mm sapien 3 valve in aortic position. Approximately, one (1) year and five (5) months post procedure, patient was symptomatic with nyha iii-IV and the 23mm sapien 3 valve was explanted due to increased gradients. The valve had stenosis and leaflet thickening.'' Per the instruction for use (IFU), structural valve deterioration (stenosis) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, additionally provided information disclosed no history of active calcification, thrombus, pannus growth, or vegetation and revealed no pre-existing co-morbidities (e.g. Diabetes, chronic kidney disease etc.), which otherwise are risk factors for developing stenosis. However, the presence of thickened leaflets likely contributed to the narrowing of effective valve orifice, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). In this case, additional information confirmed the absence of such patient conditions or pre-existing co-morbidities. Therefore, a definitive root cause remains unknown. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.